Event description:
The cardiologist attempted arteriotomy closure using a prostar xl 8 fr device. When deploying the device the two posterior needles were not present. Back down was attempted an the anterior needles backed down, but fluoroscopy revealed that the posterior needles were still protruding from the sheath. The cardiologist manipulated the device and eventually pulled it out. The arteriotomy was closed using manual compression. The pt recovered and was discharged the next day.